Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a sudden loss of stimulation sensation. The patient tried every programming group and increased stimulation parameters; no stimulation was felt. Palpation and movement did not produce stimulation changes. Additional information has been requested. A follow-up report will be submitted, if additional information becomes available.